Event description:
It was reported that the implantable cardiac defibrillator was prophylactically removed during a left ventricular lead replacement procedure. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal device characteristics.